Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During set up for patient use, the thermogard console (sn: (B)(4)) was displaying an error message tcmid:06 (ce post failure). The user was unable to resolve the issue. Another console was used to initiate therapy. No known patient consequences reported.